Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and suture was used. The suture was broken during use. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2011-01706, 2210968-2011-02097 and 2210968-2011-02099. The same patient is represented in each medwatch.